Event description:
It was reported that a (B)(6) baby (preterm) (B)(6), nicu 3rd diagnosed with immaturity/rds was being monitored with a rad-87 device and neo sensor. The neonatologist states that the pt eas expired. Resuscitation was performed with no pulse. The spo2 was still reading 100% and pr was 66 bpm. The device's serial was not recorded. As such, the customer will not be able to send the device in for eval.

Manufacturer narrative:
Attempts for the return of the sensor as well as add'l info request have been made in order to identify the sensor involved in the reported event. It was indicated that the sensor involved in the reported event. It was indicated that the sensor is not available for return as the lot number was not recorded. If new info is obtained, a follow up report will be submitted.